Event description:
It was reported that there was a e2 error on the console intermittently. Got the error three times in the same case and surgery was completed with a drill from another tray.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found 4 (four) similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection found no problem with the device. The reported issue was also investigated through functional evaluation. The returned drill was plugged into a system and a drill test was run for 3 minutes. The drill spun at 80,000 rpm and there was no abnormal heating, noise, smoking, or error message. An e2 error or any "e" error was not displayed on the anspach console throughout the drilling process. An e2 error was also reported, however an e2 error can indicate that the anspach console needs to restart, the bur is stuck and can¿t spin because of a force on it, or the drill is on safe mode (collet turned down). It is possible that any of these occurred in the case to cause the error. Therefore, the root cause was established to be no problem found.

Manufacturer narrative:
H10: a1, d10, h3: updated information. H11: b5, d4, g3, g5, h6: corrected information.

Event description:
It was reported that there was an e2 error on the console intermittently. Got the error three times in the same case and surgery was completed with a drill from another tray. There was a delay greater than 30 minutes. No patient injury was reported.